Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 6, with fault ID 0x20bc. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer opted for the multiple daily injections (mdi) backup therapy to ensure insulin delivery was not interrupted. Customer expressed interest in obtaining an out-of-warranty loaner pump.